Manufacturer narrative:
Device not returned to MFR.

Event description:
Report # 2915056-2016-00023 is a health professional report from the united states concerning a device malfunction with no associated adverse event. The report involves a patient (age and gender not reported) who was implanted with i125 onco seeds. There was a low seed activity of 8.3% for the average value compared to the stated apparent activity on the certification sheet. Concurrent medical conditions/past medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient was implanted with iodine i125 onco seeds for unspecified procedure and indication. The implant time was extended by 11 hours (beyond the 120 hours typically given for this procedure) to make up for the difference in radioactivity. Total activity/dose administered to the patient was not reported. The lot number was provided as 13466466. The reporter received 24 seeds on the morning of (B)(6) 2016 and assayed them in the dose calibrator. The calibration factor for this seed type (ge model 6711) was set in (B)(6) 2015 with an adcl traceable seed from ge. The reporter noted that usually the seeds are within +/- 3% of stated activity per the certification sheet, but the seeds received on (B)(6) 2016 were 8.3% lower than the average value. The seed order was supposed to be for 1.953 mci, but the average seed activity was measured to be 1.803 mci with a standard deviation of 0.03 mci over the 24 seeds. The reporter was concerned that incorrect seed strengths may have been pulled for his order, but did not have time to reorder product or reschedule the patient, so decided to use the seeds. No adverse events were reported at the time of procedure. Medical assessment included: the indication of use, patient's diagnosis and clinical history is not available. However, the medical physicist confirmed that the seeds were used with adjustment of the exposure time by 11 hours to make up for the difference in radio activity and no adverse events were noticed. It is possible to have difference of reading for the i125 seed and FDA accept the variation in radioactivity up to +/- 5%, whereas in ge healthcare instruction for use the acceptable limit is +/- 7% due to variation in measurement methods. In this case, the variation was greater than acceptable limit and could have compromised the dose delivered to the patient. However, in this case the difference was recognised and the necessary adjustment to the treatment were made. Conclusion: with the current information available the difference has the potential to cause harm to the patient. At the time of reporting, the outcome was not provided. Quality assurance investigation initiated.

Manufacturer narrative:
Device not returned to MFR.

Event description:
Report # 2915056-2016-00023 is a health professional report from the united states concerning a device malfunction with no associated adverse event. The report involves a patient (age and gender not reported) who was implanted with i125 onco seeds. There was a low seed activity of 8.3% for the average value compared to the stated apparent activity on the certification sheet. Concurrent medical conditions/past medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient was implanted with iodine i125 onco seeds for unspecified procedure and indication. The implant time was extended by 11 hours (beyond the 120 hours typically given for this procedure) to make up for the difference in radioactivity. Total activity/dose administered to the patient was not reported. The lot number was provided as 13466466. The reporter received 24 seeds on the morning of (B)(6) 2016 and assayed them in the dose calibrator. The calibration factor for this seed type (ge model 6711) was set in (B)(6) 2015 with an adcl traceable seed from ge. The reporter noted that usually the seeds are within +/- 3% of stated activity per the certification sheet, but the seeds received on (B)(6) 2016 were 8.3% lower than the average value. The seed order was supposed to be for 1.953 mci, but the average seed activity was measured to be 1.803 mci with a standard deviation of 0.03 mci over the 24 seeds. The reporter was concerned that incorrect seed strengths may have been pulled for his order, but did not have time to reorder product or reschedule the patient, so decided to use the seeds. No adverse events were reported at the time of procedure. Medical assessment included: the indication of use, patient's diagnosis and clinical history is not available. However, the medical physicist confirmed that the seeds were used with adjustment of the exposure time by 11 hours to make up for the difference in radio activity and no adverse events were noticed. It is possible to have difference of reading for the i125 seed and FDA accept the variation in radioactivity up to +/- 5%, whereas in ge healthcare instruction for use the acceptable limit is +/- 7% due to variation in measurement methods. In this case, the variation was greater than acceptable limit and could have compromised the dose delivered to the patient. However, in this case the difference was recognised and the necessary adjustment to the treatment were made. Conclusion: with the current information available the difference has the potential to cause harm to the patient. At the time of reporting, the outcome was not provided. Quality assurance investigation initiated. Follow-up information was received on 01-nov-2016: the original manufactured batch related to this case was assigned lot number 13369008. A new lot number is assigned to the product as the radioactivity changes to a new, known activity every day. At the time that the seeds had been sold to the customer, the lot number was 13466466. Quality assurance investigation summary: the device history records for I-125 seed lot 13369008 were retrieved and reviewed for completeness and accuracy. No concessions or investigations were found that affected this lot. I-125 seed lot 13369008 was assayed per standard operating procedure. I-125 seed lot 13369008 was assayed on assay unit (tag 000954) on (B)(6) 2016. The assay unit is maintained by weekly, monthly and quarterly approved scheduled work orders (aswo). There were no discrepancies noted during the maintenance of the auto assay unit. On 22jun2016, metrology performed a comparison check following approved scheduled work order (aswo) (B)(4). Of device manufacturing's and quality control device's ion chambers. Per the comparison check, ion chamber tag 000954 was reading a difference of 0.3% from metrology's ion chamber. As instructed in the aswo, if the percent difference is greater than +/- 1.5% an accuracy calibration of the ion chamber must be performed, therefore no adjustments were made. There were no uwos with regards to equipment malfunction created for assay unit tag 000954. The I-125 seeds in question were not returned to the manufacturing facility. Therefore, the complaint could not be confirmed. The label claim states that the assay value of seeds from any given order will be +/- 7% of the stated median value with a coverage factor of k = 2 (95% confidence level). This uncertainty estimate includes the reported uncertainty of the nist calibration standard. It does not include the measurement uncertainty associated with the customer's equipment (or any additional assay measurements taken by the manufacturer). The coverage factor dictates that much of the seeds within a given bin range will conform to the stated range parameters, however slight variability inherent within the process will produce some statistical outliers that may not conform to the range. Additionally, using guidelines from the uncertainty principle, re-measurement of any type drives the range expectations to 8% of the target value. The coverage factor can be used to determine whether an anomalous value is statistically expected, or is a function of an issue with the process used to manufacture the sealed source. As the value of any given assay migrates further from the target value, it becomes less likely that the value is a function of the expected variability and more likely that it is indicative of an issue with manufacturer. In these instances, the values observed for the outlier units are likely to be a function of the variability determined by the listed coverage factor. No corrective actions were identified as being needed as a result of this incident. Quality assurance investigation finalized.